Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the distal end of the device had a kink and the capsule was smashed into the bushing. From the handle, it is possible to determine that a first activation was performed but is not possible to determine if the clip capsule was separated as reported by the customer. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a papillectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when advancing the device from the scope, the clip got separated from the catheter. Reportedly, the clip was then removed and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Investigation results showed that clip assembly mashed onto the bushing; therefore, this is now an MDR reportable event.